Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Controller has not been received.

Event description:
It was reported from the netherlands by medical staff that a patient experienced a "connect battery" alarm while the battery was connected to the controller. The event happened multiple times with different batteries on port 1. It was stated that in one incident the battery indicator turned off and came back on again after a couple of seconds. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
Controller con183810 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was not confirmed or duplicated under lab conditions. Analysis of controller con183810 revealed that the device met specifications; the device passed visual examination and functional testing. An incidental finding via review of the log files revealed occurrences of non-consecutive premature battery switching. These events could also be related with the patient's use pattern or due to a communication error between the controller and the battery as shown by the controller's log data file. This controller was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the incidental finding is a suspect communication anomaly between controller and battery which did not contribute to the reported event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.